Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: the initial complaint of a blank screen was not duplicated during evaluation; there were no instances of missing segments or lines on the display screen. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, the cartridge and battery compartments were found to be cracked. Also unrelated to this complaint, evaluation revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently responsive and difficult to press. The keypad cover was removed and contamination was observed under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the display was blank and the issue was not resolved by pump reboot. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.